Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: fold creases, void >1 mm in non-textured valve-to shell-bond area, yellow particles in device inner surface and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease smooth and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.